Event description:
Consumer reported that her son had a fever registering 103 f on the thermometer. The mother administered tylenol and used a cool cloth to cool him down. The temperature then registered 102f. Next, she bathed the child and took his temperature again, at which time she obtained a reading of 102f. The child then had a seizure and was taken to the emergency room. In the emergency room, the care provider obtained an axillary temperature reading of 104.4f when using a digital thermometer. The mother estimated the elapsed time between her reading of 102f and the reading taken in the emergency room to be 40 minutes.